Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. The inspection and testing confirmed the reported issue and found the image was flickering due to a loose video connector and lock lever failure, and there was no image due to printed-circuit board failure. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during regular maintenance it was observed that the electronic connector had poor contact and caused the image to flicker and disappear. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a loose video connector, a lock lever failure, and no image due to a printed circuit board failure. The specific root cause of the loose video connector, the lock lever failure, and the printed circuit board failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus will continue to monitor field performance for this device.